Manufacturer narrative:
(B)(4). Product eval pending. Issue is being reported as alert could not cleared by operator.

Event description:
It has been reported that the device did not function properly.